Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip has syringes that are cracked and cannot be used since the medication is leaking out. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7325673 (p/n 302995): manufacturing dates: 12/21/2017 to 12/22/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. No root cause can be determined as no samples were received. CAPA not required as no defects were confirmed.